Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not received.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance experience. The rv lead was successfully replaced. Other than the procedure, no additional adverse patient effects were reported.